Manufacturer narrative:
(B)(4). Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced incomplete voiding, vaginal protruding tissue, mixed incontinence, and cystocele. It was also reported that the plaintiff allegedly experienced pain, infection, dyspareunia, emotional distress, and a product problem. Furthermore, it was reported that the plaintiff died. The cause of death reported was metastatic bladder cancer. Related to manufacturer report #: 2183959-2014-28277; related to manufacturer report #: 2183959-2014-28273.

Manufacturer narrative:
.